Manufacturer narrative:
Evaluation summary: the reported condition was confirmed by the facility's baxter field service engineer. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported depleted batteries during use, but with no pt involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there was no reports of pt injury or medical interevention associated with this report.